Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a device error message while in use on a patient. Biomedical engineer attempted troubleshooting by replacing cables, tubes and the water trap, but the error message continually appears. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was prompting a "device error" error message while in use on a patient. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was prompting a "device error" error message while in use on a patient. No patient harm reported. Nihon kohden sent an exchange unit to the customer. Service summary: customer's returned device was not evaluated since there a previous investigation for this issue has been performed. Investigation summary: the root cause is determined to be component failure: sensor needs replacing. Sensor is a replaceable component, where the longevity is dependant upon many factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. Water trap should be replaced every 4 weeks or as indicated on the device. If unit is stored for extended periods of time without being used, make sure prior to operation that the instrument is in perfect operating condition. Ensuring the environment is optimal as described in the operator's manual. Manufacturer references file (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was prompting a "device error" error message while in use on a patient. No patient harm reported.